Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room (ER) due to diabetic ketoacidosis and not being alarmed of the occlusions. Reportedly, the customer was in the ER for 1-2 days. Customer declined to provide any additional information. No additional information was provided.